Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula, which led to an elevated blood glucose level on (B)(6) 2026. The patient's blood glucose level during the event was 400 mg/dl. No further information available.